Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was loaded on (B)(6) 2017, and the insulin gauge remained static at 225 units. The customer's blood glucose level was 230 mg/dl.